Event description:
The pt reported that she was hospitalized from (B)(6) 2013 with diabetic ketoacidosis and possible gastritis.

Manufacturer narrative:
The device has not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the patient's diabetic ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.